Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported an incident that occurred approximately one year ago where his physician pounded on his chest and admitted him to the hospital but did not tell him what was wrong with him. He believed his device 'did not fire'. This physician has since terminated his relationship with this patient. The patient has an appointment with another physician. The patient believes that guidant has his medical records.